Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited poor shock impedance measurements at implant. The rv lead was tested via pacing system analyzer (psa) and acceptable measurements were observed. Boston scientific technical services (ts) suggested methods for ensuring proper connection but the issue could not be resolved. An alternate device was implanted and returned measurements within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted a slight tear in the last inner seal of the rv df4 header port, though it was noted that it would not result in the reported observations. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No device characteristics were identified that would have caused or contributed to the reported clinical observations.